Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the anesthesiologist tested the inflatable cuff prior to intubation, stylet used was a 14 fr (4,7mm), tip dipped in normal saline to lubricate, 5 -10cc of air used to inflate cuff and titrate to patient. Patient was identified as potential difficult airway. Patient was intubated and just prior to incision, patient¿s sao2 dropped and with patient assessment as trouble shooting and cuff checked and no response to withdrawal of air or placing air. Tube removed, patient bagged and sao2 returned to normal levels, patient then re intubated with 7.0 tube. The case started and completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that when they had a patient intubated with an endotracheal tube during the start of surgery the anesthesiologist heard a ¿pop¿ and the vitals and monitors changed quickly. Anesthesiologist checked tube and it would not inflate or deflate. Patient was extubated and re-intubated with another tube and no further issues with patient during case.

Manufacturer narrative:
H3: product analysis found that there was no damage to the box to indicate a cause. There was a 0.90¿ tear in the cuff along the midline which would have resulted in the reported event. The inflation assembly was unobstructed however the customer would have experienced improper inflation and deflation after the tear was present. The reported ¿pop¿ was likely the release of air after the tear occurred. H6: fdm - 4114, fdr - 3221 and fdc - 67 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.